Manufacturer narrative:
(B)(4)

Event description:
The patient reported that half the time they did not feel stimulation and when they did feel stimulation it was in their gut instead of their legs which was the wrong location. These issues had been present since (B)(6) 2015. The patient wanted to meet with a manufacturer representative. The patient was indicated for failed back surgery syndrome. No date of onset, causes, interventions, or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.